Manufacturer narrative:
Product analysis: visual and functional examination of the instrument confirmed the instrument shaft is broken at the score line. The device failed as intended by design. The score line is designed to separate when the physician usage exceeds a predetermined tensile value. Separation at the score line limits the amount of rotational force that can be applied to the distal end of the curette. This minimizes the likelihood of a device failure to occur, such as the bending or breaking of distal tip. The above observations are consistent with exceeding the design limits of the instrument. The curette has been autoclaved as the plastic purple handle has melted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that intra-op, after the curette was inserted into the vertebral body, the angle did not change even when the lever was grasped. The curette was being used in accordance with the surgical technique. The tip of the curette did not move even when the surgeon was checking outside the patient¿s body. Hence, another curette was opened and was used to complete the procedure successfully. There was a delay of less than 60 minutes in the overall procedure due to this event. No patient complications were reported. When the curette was checked, it was found that a part of the curette had separated.